Event description:
Boston scientific was notified that the embolization was performed by using excelsior sl-10. When the third coil was inserted, the resistance occurred and it couldn't be advanced from the tip of the catheter. Then, the third coil was pulled out, and this coil was approached to the aneurysm. When the coil was deploying for casing after one and a half roll of the coil was inserted, it had been unraveled. Though physician tried to pull out this coil by using gooseneck, the coil had been cut at the main coil. Then, he gave up the embolization, the clipping was performed at surgically and the operation was finished successfully.